Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient experienced persistent hyperglycemia with continuous glucose monitor readings displaying ¿high,¿ with glucose values ranging from approximately 349 mg/dl to 403 mg/dl. The patient reported nausea without vomiting, shortness of breath, or chest pain. The patient elected to replace the cassette, tubing, and infusion set, and was coached through a full cassette and infusion set change using supplies from the starter kit. As symptoms progressed with increasing nausea and inability to check ketones at home, the patient sought assistance and was transported to the emergency room for evaluation, including ketone assessment, possible IV fluids, and insulin administration. The operator of the device was lay user/patient. The event occurred during set-up. There was no patient injury. The issue was resolved.

Manufacturer narrative:
B1, b2 - updated. D3, d4 - updated. E4 - updated. H1, h3, h6 - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.